Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the catheter in two segments. The device is bloody. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. However, the investigation is inconclusive for the reported migration as supporting evidence of the reported migration is not available. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the subclavian vein using the MRI power port isp. On june 10, 2025, it was noted that the tube allegedly broken and got separated. Reportedly broken part migrated and was removed by additional intervention. The current status of patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure in the subclavian vein using the MRI powerport isp. On (B)(6) 2025, it was noted that the tube allegedly broken and got separated. Reportedly broken part migrated and was removed by additional intervention. Current status of patient is unknown.